Event description:
It was reported that during an unk procedure, before stapling and after loading the reloads to the gun, staplers pins were loose and it was falling off. The procedure was not delayed and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. D4: batch # 802c35. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with no device. The swing tab was found to be in the unlocked position and upon visual inspection 2 missing staples were noted on the proximal end and 10 missing staples near of distal end. No functional test was performed due to the condition of the reload. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 802c35, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.